Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed that the gray insulation has been scraped off the wire. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device.

Event description:
The customer reported that part of the jaw fell into the pt cavity and had to be removed. There was no pt injury, no extension of the operating time, no blood loss, no extension of the incision, no change in the operation and no loss or damage to tissue. The surgeon used another ls1037 from a different lot number to complete the procedure.